Manufacturer narrative:
Battery not charging was verified. Battery not holding charge issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 80-200 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.